Event description:
Patient was admitted on 2/27/97 after experiencing asystole and syncope at home. An external pacer was applied in ed and patient transferred to ccu. A temporary pacemaker was then placed. Patient was transferred from ccu to pccu on 2/28/97. On 3/2/97, it was noted on the monitor that the patient was asystolic. Patient found unresponsive, eyes rolled back with agonal breathing. Temporary pacer wire and lines intact through right jugular approach. Noted generator box was disconnected from pacer line. Immediately reconnected, capture occurred. Patient arousable immediately. Bp stable. Complained of nausea that resolved with compazine.